Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
While performing a final closure on the left l5, during a minimally invasive procedure not utilizing a counter torque tube, two closure tops were cross threaded leading to the surgeon switching to a mini-open procedure. The surgery was successfully completed without causing any known harm to the patient and without creating any significant delay.